Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, high lead impedance and low capture threshold was observed. Lead was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.